Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The cardcage was returned for failure analysis, and the reported failure was confirmed but not replicated. A visual inspection found no issues that would be related to the reported failure. System logs found error 23076, confirming the fault occurred in the field. The cardcage was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error with good image and the audio was loud and clear. Emergency power off (epo) functionality test passed. A run of 50 power cycles also passed. All the gantry motors moved with full range of motion without any issue. The part remained on the test for hours in normal operation and performed without any error. The complaint was confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to this issue. However, the cause is likely due to an electrical component failure within the cardcage as error 23076 was confirmed indicating an illegal hall sensor state was detected on set up structure (sus) cart drive left wheel.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the cardcage board, acp board, and left cart drive to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the cardcage board for evaluation, but evaluation has not been completed as of the date of this report. Isi did not receive the acp board and cart drive involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was alleged that during a training/demo of the da vinci system, several errors occurred and pointing to the axes controller platform (acp) and/or patient side cart drive, and the errors were not resolved. At this time, it is unknown if the errors were related. There was no patient involvement.